Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was last seen in (B)(4) 2011 and was still experiencing urinary leakage. The patient was treated with medication for an overactive bladder. The type and dosage are unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.